Manufacturer narrative:
The suspect positioning sensor unit (psu) has been received by the manufacturer for evaluation. When the positioning sensor unit (psu) was connected to a good known system, the tracking was normal throughout the volume. Positioning sensor unit (psu) ran for an extended time and had no issues. Positioning sensor unit (psu) passed accuracy test. No fault found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The positioning sensor unit (psu) was replaced and the issue resolved. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure the camera on the navigation system was working intermittently. This issue was observed when the site was testing the system before a procedure that was scheduled for the following week. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.